Manufacturer narrative:
Additional information provided: d.10. The customer¿s report of maxzero splash/leaks was not confirmed. Visual inspection of the associate set noted no damage or any anomalies. Bd engineering provided information to the customer demonstrating how the maxzero connector anti-reflux technology works and how clamping can negate its clinical benefits. Clamping the line while accessing the connector can cause the pressure to build up in the line, especially after flushing, and potential fluid can escape from the connector. The suspect set was not returned for investigation. The root cause was not identified.

Event description:
It was reported that the maxzero splashed/leaked "chemotherapy and blood while disconnecting the IV set from the connector". It was noted by the clinician, that to troubleshoot the issue, "she changes out the connector with the tubing attached. Has also used extra gauze to prevent blood splattering". Although requested, there has been no impact to patient response or additional event information made available to date.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified. Although requested, no patient information provided.

Event description:
It was reported that the maxzero splashed/leaked "chemotherapy and blood while disconnecting the IV set from the connector." It was noted by the clinician, that to troubleshoot the issue, "she changes out the connector with the tubing attached. Has also used extra gauze to prevent blood splattering." The event occurred on unit 5t. There was no report of patient or user harm.